Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional cardiac ablation procedure with an 8f sheath. Reportedly, the plunger was unable to be pressed down to hear the "click" sound. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a possible indication of a lot specific product quality issue. The cause of the reported difficulties appears to be excess adhesive (preventing release of posterior needle shank) and is considered a potential quality issue related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The treatments are related to the circumstances of the procedure.